Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00136.

Event description:
The customer reports at the end of an endobronchial ultrasound, transbronchial needle aspiration (ebus-tbna) procedure using a single use aspiration needle and a linear bronchoscope, the physician noted that the patient¿s vocal cords seemed to be snagged. The needle was not extended out of the sheath, but the sheath was in the scope. The doctor did not report any resistance or difficulties during the case. The doctor pushed epinephrine to clear up the injured area once the issue was discovered. No further consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the single use aspiration needle used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the product was not returned for an evaluation, the defect could not be confirmed. Therefore, the root cause of the reported event could not be determined. However, a relationship between the vocal cord injury and equipment cannot be denied. This supplemental report includes a correction to g2. Information has been added to g2 that was inadvertently not included on the previous submission. Olympus will continue to monitor field performance for this device.

Event description:
Update: additional information provided by the customer: the device will not be returned. Procedure being performed was an endobronchial ultrasound procedure. I do not know the indication for the procedure. I do not know the current condition of the patient.

Manufacturer narrative:
This report is being updated to provide additional information/corrected information reported by the customer. Corrected information is reported in d4, and d10 additonal information is reported in b5.